Manufacturer narrative:
(B)(4). The site has reported that the incident electrode is not available for eval. If add'l info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that during breast tissue expander placement, a 2nd degree deep electrical burn occurred to the pt. The burn was dressed with sterile paper tape on the right breast. The site reported that the incident electrode is not available for eval.

Manufacturer narrative:
(B)(4). The customer returned 22 unused/unopened e14506 electrode samples to covidien. The evaluation did not identify any conditions that would have caused or contributed to the reported event. The unused samples met specifications. The incident device was not returned to covidien for evaluation.